Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Decrease/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
The following was reported by a trabecular micro bypass stent patient. Following a left eye cataract plus stent procedure, a patient reported that they were ¿slowly going blind¿ (foggy and poor side vision), that they cannot keep their eye open and that the pupil is always dilated. The patient reported being on glaucoma medications which she considered were "toxic¿ to the eye. In addition, the patient indicated that "pieces of the cataract surgery¿ remained in her eye, and she was prescribed medication to dissolve them. Following surgical removal of the reported ¿pieces of the cataract surgery¿ the patient reported that ¿it all got worse¿. Per report the surgeon is considering a corneal transplant. Additional information was requested but was not available.